Manufacturer narrative:
Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -12.5 diopter, was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a longer length lens due to low vault. It was reported that this exchange did not resolve the problem. Cause of event was unknown.